Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm mega suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cable that would occur from improper found mechanical indentations to the idler pulley that potentially contributed to the broken grip cable. An additional observation not reported by the site that is related to the primary failure was identified. The instrument was found to have one indentation on the outer face of the distal idler pulleys. There were no pieces missing. Grip cable adjacent to this indented pulley showed damage. The grip cable was broken. Isi followed up with the initial reporter and obtained the following additional information: the customer stated that the instrument was not inspected prior to use, and the issue was identified while they were suturing. They did not experience issues related to the opening and closing. They did experience issues with the yaw and the pitch motions. There were 1-2 cables protruding from the distal end of the instrument and one of those cables did control the pitch cable. No patient demographics were provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega suturecut needle driver instrument had a broken cable. The procedure was completed with no reported injury.